Event description:
Healthcare professional (hcp) reports a cracked header on reuse number 17 noted during pt use. Estimated blood loss was 350cc. The crack was noted to be along the threads of the header. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.